Event description:
The rptr stated that when he transmits on his radio, the chair goes backwards until he turns it off. The chair has an automatic brake. The wheelchair was purchased in 1986. The rptr did not experience any problems until he started doing security work in 1987 which required using a radio. Using his ham radio also causes the chair to go backwards. The rptr has suffered no injury. The chair has been checked by the co from which it was purchased. The rptr was told that there is nothing that can be done. The rptr stated that he has a 12-yr-old electric wheelchair that is not affected by radio waves.